Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Customer¿s blood glucose value at time of incident was 237 mg/dl and current blood glucose value is 544 mg/dl. Customer contacted healthcare professional regarding high blood glucose and treated it with the pump. Customer was assisted with high pressure test and it passed. Customer reported that she had blood in cannula and declined to troubleshoot for blood. Customer stated there were air bubbles in reservoir they were small. Customer was advised to set fill cannula amount back to original amount. Customer declined to troubleshoot for air bubbles. Insulin pump will not be returned for analysis.